Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.

Event description:
Per medwatch rec'd "jackson-pratt drain broke when attempting to discontinue drain. Patient required return to surgery for retained portion of drain"